Event description:
The customer reported that the alarms did not go off for an mx40 device. There was a patient with an mx40 with spo2 in room (B)(6). The spo2 was not alarming properly and the patient was moved to another room, where the spo2 worked fine. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarms did not go off for an mx40 device. There was a patient with an mx40 with spo2 in room l1212. The spo2 was not alarming properly and the patient was moved to another room, where the spo2 worked fine. The device was in use on a patient, but no adverse event to the patient or user was reported. Based on the information available, the cause of the reported problem was that the spo2 alarm was deactivated by the customer. There was no product malfunction.

Event description:
The customer reported, that the alarms did not go off for an mx40 device. There was a patient with an mx40 with spo2 in room (B)(6). The spo2 was not alarming properly and the patient was moved to another room, where the spo2 worked fine. It is unknown, whether the device was in use on a patient, but no adverse event to the patient or user was reported. A service quote was provided to customer, for on site evaluation. The quote was cancelled when the customer did not respond. It is unknown, whether the device failed to meet specifications. However, this will be considered a malfunction.

Manufacturer narrative:
H3 other text : see b5.